Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the lid reed relay caused the device to stay powered off, as if the device's lid was always closed. Physio-control then removed the device's switch wire harness for further examination, and determined that the cause of the reported issue was that the lid reed relay was shorted. A slight tap caused the relay to open and function correctly. A replacement device was provided to the customer under warranty.

Event description:
A distributor contacted physio-control to report that their device would not power on. During device evaluation, physio-control observed that the device momentarily tried to power on, but then powered off again. The device could not power on to charge and shock defibrillation energy. There was no patient use associated with the reported event.